Event description:
During arthroscopic surgery for left shoulder impingement syndrome, an arthroscope was used. Near the end of the case, the surgeon noted that visualization became difficult. A crack was noted in the tip of the scope. Another scope was inserted into the joint and a small piece of glass was noted in the subacromial space. This was removed endoscopically. Pt had ancef 1 gram pre/post operatively. Follow-up indicated pt doing well with no apparent adverse effects from incident.